Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 25-26 mg/dl leading to a loss of consciousness resulting in a hospitalization. Prior to the low bg, the customer delivered a bolus via the pump as the customer intended to eat; however, the customer did not consume food and instead went to sleep. While hospitalized, the customer was reconnected to the pump receiving basal deliveries; however, the customer was receiving boluses via subcutaneous injections. The customer was released from the hospital on (B)(6) 2022. The pump settings including the time and date were confirmed to be correct on the pump and the basal limit was added to address the event.